Manufacturer narrative:
The customer was sent a replacement pump in style to help resolve the issue. The customers ob/gyn diagnosed her with an infection and prescribed dicloxacillin, she was not told what type of infection but that is was "on the way to mastitis. The customer did state that as of the customer was sent a replacement pump in style to help resolve the issue. The customers ob/gyn diagnosed her with an infection and prescribed dicloxacillin, she was not told what type of infection but that is was "on the way to mastitis. The customer did state that as of (B)(6) in a follow up email that the antibiotics were completed and she was no feeling fine. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). In a follow up email that the antibiotics were completed and she was no feeling fine. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in the customer was sent a replacement pump in style to help resolve the issue. The customers ob/gyn diagnosed her with an infection and prescribed dicloxacillin, she was not told what type of infection but that is was "on the way to mastitis. The customer did state that as of (B)(6) in a follow up email that the antibiotics were completed and she was no feeling fine. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4).

Event description:
The customer reported that she is getting low suction with her pump in style and has developed an infection.  She is having pain and inflammation and has sought out medical attention.